Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2013, this patient underwent an emergency endovascular treatment for type b aortic dissection and impending rupture of thoracic descending aortic aneurysm using gore® tag® thoracic endoprostheses (tag). Two tags were implanted successfully (distal tgt3115, proximal tgt3720). The patient tolerated the procedure. On an unknown date, a follow-up examination showed aneurysm enlargement (aneurysmalization) on the proximal and distal ends of the treatment area of the tags, respectively. The aneurysm of the distal side was especially large and an additional treatment was indicated. On (B)(6) 2024, an additional stent graft was placed to the distal of the previous tags. The patient tolerated the procedure. The reporting physician commented as follows: the contrast-enhanced CT showed heterogeneous contrast effect of the aneurysm, which may have indicate infection, inflammation, or tumor. Most likely, it was tumor invasion because the blood test was negative for inflammation, the patient was treated for lung cancer at another hospital, and the pet-CT performed at another hospital showed fdg accumulation. The patient was receiving treatment with keytruda and expected to have a certain degree of life expectancy, the reintervention was performed this time to prevent aneurysm rupture. The cause of the aneurysm enlargement was still unclear but it was not stent graft-induced new entry tear.